Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2003. According to the complainant, post-procedure, the patient experienced dyspareunia, infections, and recurrence of stress urinary incontinence. All other information is unknown and unavailable.